Event description:
The patient reported low back and leg pain and has not seen improvement with the pump. She reported pressure in her bladder and abdomen in addition to bladder infections. The patient stated, she had to wait days or weeks before the medication could be increased. The patient presented to the ER and received demerol shots. The patient is considering having the pump removed, she is weaning down on pump dose.